Event description:
The customer experienced an ongoing issue with imprecision on the cobas c702 analyzer and received questionable creatinine plus ver.2 results for three patient samples. The samples were repeated on another analyzer on (B)(6) 2014 because the original results failed a delta check. Two of the samples were originally processed from the primary tubes and one was processed from a modular preanalytic analyzer (mpa) aliquot cup. No information was provided to determine which sample was tested in the aliquot cup. All repeat testing was done from the primary tubes. Sample 1 original result was 2.8 mg/dl and the repeat result was 0.7 mg/dl. Sample 2 original result was 14.1 mg/dl and the repeat result was 0.8 mg/dl. Sample 3 original result was 5.1 mg/dl and the repeat result was 0.9 mg/dl. All of the original results were reported outside the laboratory. The repeat results were believed to be correct. The customer stated that none of the patients were affected by the erroneous results. The creatinine reagent lot number was 69604501 with an expiration date of 12/31/2014. The field service representative determined there was a fluidic failure and the rinse head tubing was bad. He replaced the rinse mechanism tubing. The customer performed precision testing and qc. He verified the unit was operating to all specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.